Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they removed the whole system on (B)(6) 2024. Patient said they were having issues charging implant, patient stated they were sent another charging pad and a remote but that did not resolve the issue. Pt stated representative told them to remove the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having problems syncing up to the implanted neurostimulator (ins). Patient stated that the issue seemed to be getting worse and worse and that this morning the equipment wouldn't sync up at all to the ins. Pt said that the controller was charged and that the ins had like 60% left. Agent asked the pt if a message was appearing when trying to communicate with the ins and the pt said that they couldn't remember what the message said. Agent had the pt reset the controller and then unlock the controller; pt saw the normal main therapy screen appear. Agent had the pt access the batteries screen; the controller was at 100% and the ins was at 50%. Pt saw no apparent damage to the recharger. Agent had the pt initiate an ins recharging session; pt said that it was working. Pt said that the some days it would work fine and when the ins was completely charged sometimes the controller would go off and sometimes it wouldn't. Pt then said that usually within an hour if the ins hadn't gone up, finished would be indicated. A replacement recharger (rtm) was sent out. No symptoms were reported. Additional information was received. The pt called back stating they could not get their ins charged for it would not connect. In the last two days the ins was dead. Pt noted they just got a new rtm and when they use it to charge the ins it just circulates and every once in a while,they get excellent then nothing for it would say it was not connecting. The last two days they had not able to charge at all and before that it was off and on. The pt could not get excellent for they got good. During call pt attempted to recharge the ins and got recharging with no quality of good or excellent. Pt then got poor recharge quality without moving. A replacement controller was requested. The pt called back again and stated that they have received their replacement controller but are still having trouble charging their implant. Pt stated they were able to pair the controller to their ins but now the controller would not find the ins. Patient services (ps) asked pt to start a charging session and pt got poor recharge quality regardless of how they positioned they recharger (rtm). Ps helped pt reset controller and controller was functioning as intended (controller 90% and ins in the red). Ps consulted with repair. A replacement rtm was requested. Ps advised pt to follow up with their healthcare provider (hcp) if the replacement rtm did not fix their issue. Additional information was received. Patient reported they were having their implantable neurostimulator (ins) explanted on (B)(6) because they couldn't connect with it anymore. Patient stated they were sent 2 charging pads and 2 different controllers and they could not get it to connect to charge. Patient noted the person they talked to last time said the only other thing is to have them taken out or put a new one back in. Patient services specialist (pss) reviewed with patient that they would receive a prepaid shipping label to send back their external equipment after the explant surgery. Additional information was received. Agent called the pt back review possible controller replacement to avoid explanting the implant. Pt stated they just wanted to get the implant removed at this point because the therapy was not as effective as the trial and it did not meet the patients expectations.